Event description:
Related to MFR report # 2183959-2012-01719, 01720. On or about (B)(6), 2006, an ams monarc was implanted in the plaintiff to treat her pelvic organ prolapse and/or stress urinary incontinence. Plaintiff's attorney alleges that, as a result of the implant, the plaintiff experienced "pain, infections, bleeding, pain with sexual intercourse known as dyspareunia, bowel problems, and urinary problems some time after the implant." It was also alleged that the plaintiff "suffered, and continues to suffer, serious bodily injury mental and physical pain and suffering," and sustained "severe and permanent injuries" and other damages and that she "continues to receive medical treatment and it is anticipated to undergo further medical treatment."

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.